Event description:
The device was requested for repair. Analysis found that the sheath does not adhere to the distal part of the tube and the electrical insulation is compromised. There was no reported patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned for evaluation. Evaluation found that sheath does not adhere to the distal part of the tube. The electrical insulation is compromised. The most probable cause of the malfunction is a sheathing defect. Conclusion: manufacturing deficiency. (B)(4).

Manufacturer narrative:
Additional event information was obtained. (B)(4)

Event description:
There was no patient impact, and no patient involved. The issue was discovered during reprocessing of the device, and initially reported by an employee of the reprocessing/ sterilization company.